Event description:
Additional information was received and it was reported that the catheter was being used when the reported image problem occurred. Reportedly, after the patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. During the procedure, the physician inserted the catheter into the patients' cardiac cavity. After the insertion, the reported image problem was observed. The catheter was removed and was replaced with a different but similar device. The afib was completed without rebooting the ultrasound system. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for image of the acunav catheter being very hard to see. The returned catheter was inspected. During the investigation it was determined that the cause of this issue was acoustic array de-lamination due to user mishandling. In this case, the user is advised to use extra caution when handling the imaging area of the catheter. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that during an unspecified procedure, the image of the catheter was very hard to see. The user made adjustments but the same issue continued. After the catheter was replaced, the reported image issue was resolved. The procedure was completed with no patient adverse event. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.